Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during use of implantable pulse generator (ipg) the heart rate reached 100 beats per minute (bpm) at night. Patient went to hospital and informed by physician the pacemaker may be contribute to the event. The patient was advised to have a program check by facility/hospital. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.